Event description:
The pump was in safety mode. The eri (early replacement indicator) was still 20 months. Critical alarms were observed. The patient had withdrawal symptoms. Reprogramming of the pump was not possible. The pump contained lioresal 2 mg/ml; the daily dose was 180 mcg per day. The patient was administered oral baclofen from (B) (6) 2010 until (B) (6) 2010. With this treatment the patient was ok; was observed under intensive care during this time. The pump was replaced on (B) (6) 2010. There was reported to be no patient injury. The patient was "now as well as before" pump stopped working.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.